Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display showed multiple dark blotches in the area of the trend arrows on the home screen, consistent with a screen visibility malfunction of the device¿s display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected investigation included review of the reported malfunction and receipt and inspection of the returned device. Investigation of this case revealed a display defect localized to the screen area, consistent with a hardware-related visual artifact; no alerts or alarms were associated with the event. It was concluded that the cause was a device display malfunction.